Event description:
Patient's spouse called lfs and alleged that the patient's meter would only prompt an error 1 message, patient's spouse stated that the correct testing technique was used and that the meter was cleaned properly. The issue was not resolved. Patient's spouse was unable to complete the call because the patient appeared to be having an insulin reaction. Patient's spouse stated on a later call that the paramedics were called and the patient was treated with glucose. No further information was provided, the meter did malfunction. There is however, no evidence of the meter contributing to a serious injury. It would have been helpful to know what the patient's blood glucose result was and how long the patient was experiencing the problem with the meter. Medical affairs attempted unsuccessfully to reach the patient by phone. A leter is being sent as a second attempt to reach the patient. The meter has been replaced for the patient.